Manufacturer narrative:
No corrective action will be undertaken since this was the first time occurrence of this type of failure. The origin of the failure is uncertain. Following the investigation, it appears the disassembly of this particular assembly was maybe tighter than other assemblies of the same system; however, this situation would not justify the failure of the part by its own. It is suspected that the disassembly of the instrument was not properly done and higher forces than necessary were applied on the part.

Event description:
The targeting device broke at the level of the connection with the lag screw attachment during the insertion of the mechanical screw whilst using the lag screw attachment.